Manufacturer narrative:
(B)(4). The fph infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Actions taken by manufacturer: a root cause failure investigation and a CAPA are under way to determine why the affected nasal CPAP prongs have disconnected during use and to determine corrective and preventative actions. A recall was initiated on 11 april 2014 to remove affected nasal CPAP prongs from the market and is currently being reviewed by the cdrh's division of international compliance operation. Fph is issuing this voluntary recall notice because it has received customer reports relating to certain lot numbers of certain models of nasal CPAP prongs detaching from the flexitrunk nasal tubing. The nasal tubing is not affected by this recall. The customer reported that the complaint bc4030 nasal CPAP prong was not available for investigation. Without the return of the complaint device we are unable to determine the cause of the problem reported by the customer. An urgent medical device recall letter was sent to this customer on 15 april 2014. We are working with the customer to identify and destroy any affected nasal CPAP prongs within their control. Device not available for investigation.

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the bc4030 infant nasal prong disconnected from the flexitrunk tubing during use. No patient consequence was reported.